Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The patient underwent a pocket revision procedure per physicians preference. No device malfunction was suspected. The patient was doing fine postoperatively.